Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of hi results. Customer states she is not feeling well and feels a bit dizzy. Customer went to the hospital and was told her blood sugar was 785mg/dl and was heavily medicated to bring down sugar level. Customer states she is still struggling with high blood glucose and is being monitored at home. Verified the strips expire 10/31/2016. Customer confirms the strips have been in use for more than 4 months and were first opened in 09/05/2015. Customers concern: hi result obtained on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of hi results. Customer states she is not feeling well and feels a bit dizzy. Customer went to the hospital and was told her blood sugar was 785mg/dl and was heavily medicated to bring down sugar level. Customer states she is still struggling with high blood glucose and is being monitored at home. Verified the strips expire 10/31/2016. Customer confirms the strips have been in use for more than 4 months and were first opened in (B)(6) 2015. Customers concern: hi result obtained on (B)(6) 2015.